Manufacturer narrative:
Device is a combination product. (B)(4). Age at time of event: 18 years or older. Device evaluated by MFR. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 3.00mm x 38mm promus element plus stent was selected to treat the target lesion. The physician advanced the device and noticed that the stent got damaged. The device was exchanged with another of the same device to complete the procedure. There was no patient complication reported and the patient's condition was good post procedure.